Event description:
The physician had completed the waca portion of the a-fib procedure and was ablating pv potentials in the lipv when an effusion was discovered on ultrasound. The physician ceased to work on the left atrium and performed some additional mapping in the right atrium. When the patient started to destabilize, a pericardiocentesis was done and the procedure was terminated. Protamine was used to negate the anti-coagulation. The patient was then placed in the ICU and the patient's status is unknown. The customer has disposed of all bwi catheters and sent the acunav catheter for reprocessing so, they will not be sent in for an analysis. The patient is enrolled in the saint jude medical irrigation ablation system evaluation for (B)(4) study.

Manufacturer narrative:
Upon follow-up with the lab, it was stated that none of the biosense webster equipment was at fault for this patient incident and the bwi equipment involved in the case does not have to be evaluated. If the customer returns the complaint product to bwi, an analysis will be performed and a 3500a supplemental report will be submitted. Concomitant products: catalog # fg540000, carto, 3 system, (B)(4). Catalog # s7001, stockert 70 rf generator, (B)(4). Catalog # cfp002, coolflow® irrigation pump, (B)(4). Catalog # bd710df282ct, webster® cs catheter with ez steer technology and auto ID, lot # unknown. Catalog # ln222515ct, lasso® 2515 nav variable catheter, lot # unknown. (B)(4).